Manufacturer narrative:
The disengaged component was returned for evaluation; however, no abnormalities were noted that would have caused this condition. For this reason, we could not reliably determine the exact cause of the condition reported.

Event description:
During a laparoscopic oopherectomy. Reportedly, the bag disengaged form the device. The hosp has reported that no pt injury occurred. The surgeon retrieved the bag laparoscopically and completed the procedure with another device.